Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was investigated. The power button had an electrical short which caused the device to restart by itself.

Event description:
The customer reported the device powers on and off by itself. No patient impact or consequences were reported.